Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61441.

Event description:
It was reported that fiber tip broke after 106,599 joules for 22:50 minutes. The fiber was exchanged and the tip of the fiber broke after 150,578 joules for 32:02 minutes. The tip of the fibers were cleaned during the procedure. The procedure was completed with another of the same device with clinical consequences to the patient. This report if for the second fiber.